Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Intra-operative images were provided for clinical assessment and were reviewed by a clinical representative with the following impression: the right common iliac artery had minimal calcium, while the left common iliac artery presented with posterior calcium. The direct cause for the endoleak cannot be determined from the information provided. A manufacturing record review was performed. The lot met all release criteria with no nonconforming material records. The lot usage history shows that no other units from this lot have been involved in any similar complaints at this time. Endoleaks are a known risk of the procedure, as identified in the product labeling.

Event description:
It was reported that during implant of a bifurcated device and an infrarenal aortic extension, a leak was observed from the left limb of the bifurcated device. Reportedly, deployment of the devices was uneventful, followed by ballooning of the devices; however, during final angiogram, some contrast was observed coming out from the left limb of the bifurcated device. Two covered stent grafts were placed at the level of the leak, and ballooning was performed. Repeat angiogram showed the leak remained. Protamine was administered to reverse heparin, and the physician elected to conclude the procedure and monitor the pt. The physician believes it is possible the leak is coming from a lumbar artery. The physician plans to follow up with the pt for 3 weeks, and if the leak persists, to treat the leak with surgical glue. The pt tolerated the procedure well. Additional information: the right common iliac artery had minimal calcium. Left common iliac artery presented posterior calcium.